Event description:
On (B)(6) 2019, customer (B)(6) kuwait reported that a donor sample was nonreactive in the ultrio elite assay (s/co 0.11) but reactive in the roche assay for hbv. On (B)(6) 2019, the donor sample was tested with anti-hbs, anti-hbc and hbsag and all results were negative. Follow-up testing on (B)(6) 2019 resulted in reactive results in ultrio elite (s/co 13.95) and the roche assay. And the sample was then sent for quantitative hbv testing. The customer reported hbv quantitation result of 30 iu/ml using an unspecified test method. The customer also repeated the ultrio elite testing on all 4 of their panther instruments using the serum tube from the serology testing, and all 4 results were all nonreactive (s/co range of 0.03 to 0.09). The sample was tested individually and not in a pool. The customer indicated that there is no more sample left for further testing at their site or at grifols. The donor unit was discarded. Ultrio elite master lot (ml) number: 700748 met all qc release specifications. There were no nonconformances for this ml and any of the related components. An investigation is ongoing for the discrepant hbv results. Follow-up information for this report will be provided when available. Final information: the investigation is complete for the ultrio elite discrepancy with an initial nonreactive result. Upon review of the manufacturing and qc release records, no issues were found that would impact the performance of the assay reagents. The root cause of the discrepant results is a low titer hbv sample. The inconsistent reactivity in ultrio elite, the reactive results for hbv in the roche assay, the nonreactive hbv serology (hbsag, hbcab and hbsab) and the hbv quantitation of 30 iu/ml are consistent with this conclusion. The certificate of analylsis showed that during qc release testing, the hbv panel diluted to approximately 11 iu/ml was 100% reactive in 32 replicates, further demonstrating that the ultrio elite assay performed as expected. No further information is expected, this is considered the final report.

Event description:
On 05dec2019, customer (B)(6) central blood bank in (B)(6) reported that a donor sample was (B)(6) in the ultrio elite assay (B)(6) but (B)(6) in the roche assay for (B)(6). On (B)(6) 2019, the donor sample was tested with anti-hbs, anti-hbc and hbsag and all results were (B)(6). Follow-up testing on (B)(6) 2019 resulted in (B)(6) results in ultrio elite (B)(6) and the roche assay. And the sample was then sent for quantitative (B)(6) testing. The customer reported (B)(6) quantitation result of (B)(6) using an unspecified test method. The customer also repeated the ultrio elite testing on all 4 of their panther instruments using the serum tube from the serology testing, and all 4 results were all (B)(6). The sample was tested individually and not in a pool. The customer indicated that there is no more sample left for further testing at their site or at grifols. The donor unit was discarded. Ultrio elite master lot (ml) number 700748 met all qc release specifications. There were no nonconformances for this ml and any of the related components. An investigation is ongoing for the discrepant (B)(6) results. Follow-up information for this report will be provided when available.